Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Also, device longevity dropped from 5.5 years to 1.5 years in a span of 2 years. Data analysis showed that this device is depleting normally. Based on the data, it appears that the battery status calculation switched from the coulometer based to a voltage-based calculation. Power consumption is stable, and voltage is somewhat below expectations but is tracking normally, the transition in the blending period resulted in the drop in estimated longevity remaining. Device replacement is recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Conclusion code was selected based on analysis memory evidence indicating abnormal battery depletion characteristics. However, additional analysis of device data was unable to find a cause of failure.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Also, device longevity dropped from 5.5 years to 1.5 years in a span of 2 years. Data analysis showed that this device is depleting normally. Based on the data, it appears that the battery status calculation switched from the coulometer based to a voltage-based calculation. Power consumption is stable, and voltage is somewhat below expectations but is tracking normally, the transition in the blending period resulted in the drop in estimated longevity remaining. Device replacement is recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.